Event description:
It was reported that the patient reviewed multiple shocks from the ICD and external defibrillator due to persistent vt. The device was later found in backup vvi mode. Attempts to restore the device failed due to loss of communication with the device. It was later reported that the patient expired due to heart failure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.